Event description:
The event is reported as: the pt was receiving oxygen at a high flow rate of 8l/min. The pt complained of not feeling as well as the day before. The pt's oxygen saturation dropped to 82%, whereas the day before it was around 97%. The device and connections were checked and it looked as if there was a leak at the level of the fold in the plastic. The aquapak was successfully changed and the pt's oxygen saturation increased to 96%. No pt injury reported.

Manufacturer narrative:
At the time of this report the device sample was not returned for evaluation.